Event description:
Customer contacted ocd to report anti-d bioclone lot db303a1 gave discrepant positive reaction at the weak d testing phase. Prior testing using other lots of anti-d bioclone and mts gel cards typed, a patient as rh negative. All tube tests for the d antigen were carried out to the weak d phase and the reactions were macroscopically negative. Customer suspects the female patient in question could be a d variant. Customer has no issue with any of the reagents used, but requested a consultation regarding the reactions obtained. After discussion with ocd, customer expressed interest in sending the patient sample out for molecular testing but she could not confirm this would be done at this time. Customer agreed to share molecular testing results with ocd if it was decided to move forward with this send-out test. Customer provided additional details of the patient's history: -on (B)(6) 2013 anti-d bioclone (another lot was used), results were negative at all phases of testing. -on (B)(6) 2014 mts gel card was used, result was rh negative -on (B)(6) 2014 anti-d bioclone (a third lot was used), results were negative at all phases of testing and mts gel card was used, result was rh negative -on (B)(6) 2014 (antepartum specimen) mts gel card was used, result was rh negative -on (B)(6) 2014 (postpartum specimen) anti-d bioclone lot# db303a1 was used, results were negative at immediate spin and 2-3+ positive at the weak d phase of testing and mts gel card was used, result was rh negative. Dat result was negative by tube method and routinely performed to rule out false positive weak d tests. Fetal screen testing was done, results were positive with 10 rosettes seen in per field. Customer believes the positive result could have been due to the anti-d reagent in the fetal screen kit reacting with the mother's d variant on the red cells, rather than an indication of a true fetal/maternal bleed. The customer's protocol required the kleihauer betke test be done to quantify the possible fetal/maternal bleed. The kb test result was negative. Customer states this confirmed the positive fetal screen test was not due to a bleed, but due to the mother's d variant on her red cells. Cord blood testing was performed to determine the infant's rh type. The results were rh negative, weak d positive. Customer interpreted this result as rh positive and rhogam was administered to the mother. No heel stick specimen was available. Customer recommended the baby be retyped at a later time since the cord specimen could have been contaminated with the mother's red cells. Customer performed additional testing with other sources of anti-d they use for informational purposes only since these reagents are expired: immucor monoclonal blend = results were rh negative, weak d positive 3-4+ biorad sera clone rh1 blend = results were rh negative, weak d positive 4+ human monoclonal sera clone biorad = results were rh negative, weak d negative reagent/protocol-handling (reagent, cards, cassettes): as per IFU cards /cassettes/ storage condition temperature: as per IFU visual appearance before use: acceptable reagent red blood cell storage and handling: as per IFU ocd reviewed the IFU for the anti-d monoclonal/polysclonal bioclone reagent and also discussed the variability of the d epitope as detailed in the aabb technical manual. Customer was confident the source of the discrepancy is sample related, requires no further follow ups. All reagents used passed qc and no other patients tested to date exhibited discrepancies. Customer has recommended to the physician the patient be phenotyped using molecular methods and agreed to call back should the results become available. Customer is satisfied with the discussion provided and its documentation.

Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation.